Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml of bupivacaine at 5 mg/day and 15 mg/ml of dilaudid at 2.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2020, it was reported that the patient started experiencing motor stalls on (B)(6) 2020. The pump stalled on (B)(6) 2020. The pump stalled at 8:03 am the next morning and recovered at 8:10 am, then stalled again at 8:24 am and recovered at 8:35 am. It stalled once more at 8:43 am and recovered at 9:10 am and had not stalled since. The patient denied any emi exposure or any new purchases that could have a magnetic source. It was noted that the patient had a personal therapy management programmer (ptm) to check when their pump was stalled and the hcp did hear a critical alarm when the pump and stalled earlier on (B)(6) 2020.